Manufacturer narrative:
The instrument has been investigated. The field service engineer (fse) evaluated the instrument and found dried serum on the tip clamp and sleeve in the reported problem area of the pipetter assembly. The sleeve was cleaned. The tip clamp, plunger clamp, and lld contact spring were replaced. The instrument was inspected, tested without further problem, and returned to service.